Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. However, balloon bursting issue is known but according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action was opened with monthly monitoring. No corrective action will be implemented as our trend is not increasing. This complaint will be used for trend analysis. A rmf evaluation was performed based on criq250, risk identified 11500 (hazardous situation: catheter balloon cannot stay inflated or burst). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. A similar case study was performed on prostatic silicone catheter, on the same defect "balloon burst", from (B)(6) 2021 to (B)(6) 2025: 121 similar cases were found.

Event description:
According to the available information a balloon burst occurred. The patient experienced discomfort, pain, and psychological distress. Another catheter was inserted. However, the first catheter, the balloon, was never checked. Therefore, it may still be in the patient's bladder. No intervention was prescribed to check it. The patient left the hospital for home a few days later. No further update has been heard.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information a balloon burst occurred. The patient experienced discomfort, pain, and psychological distress. Another catheter was inserted. However, the first catheter, the balloon, was never checked. Therefore, it may still be in the patient's bladder. No intervention was prescribed to check it. The patient left the hospital for home a few days later. No further update has been heard.